Event description:
Country of complaint: (B)(6). Thread broke easily.

Manufacturer narrative:
Samples received: 3 unopened pouches. There are no previous complaints of this code batch. Knot pull tensile strength test of the sample received was performed and the result fulfills the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.